Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07bnk, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a revision on (B)(6) 2013 because her implant had moved and was poking towards the center of her back. The day after the revision the patient was unable to adjust stimulation and the display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. A warning por message was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).